Manufacturer narrative:
The concerned motor and the electronic log file were available for investigation. The reported symptom could be reproduced by means of the information recorded in the log. During the case in question the primus detected an unexpected motor position. The machine reacted according to the implemented safety concept; it generated a corresponding visible and audible ventilator fail alarm and switched to man/spont. Right after that the user replaced the device. The concerned motor was subject to a functional test. It was found that it wouldn¿t start without additional force which indicates a worn collector disc . According to the serial number of the motor it had been in use for 10 years, so the failure is deemed a result of normal wear and tear. The number of similar cases is within the expected range and thus considered acceptable.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the primus alarmed and stopped automatic ventilation. Only manual ventilation was possible. There was no injury reported.